Manufacturer narrative:
Added explant evaluation results: the devices were returned to w. L. Gore & associates for investigation. Submitted in formalin were two gore excluder aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis fragment (trunk-f) and one contralateral leg endoprosthesis fragment (clf). Device fragments had been transected prior to arrival at w. L. Gore and associates. The lumens of both devices were widely patent. A smooth yellow/tan film was lightly adherent to the distal luminal surface of the clf. The abluminal aspects of the fragments were generally devoid of tissue. The abluminal aspects of both fragments were generally devoid of tissue. A firm, fibrous, yellow tan sheet of tissue partially encircled and was adherent to the proximal aspect of trunk-f. The tissue extended distally approximately 7 cm, the proximal region of which appeared to have been adherent to the proximal pole of trunk-f, on cut surface the tissue was partially mineralized. On the abluminal surface at the bifurcation was a small amount of friable red-brown soft tissue. Histopathological examination of abluminal tissue specimens from trunk-f and luminal tissue from clf were performed. The red-brown abluminal tissue from the trunk-f bifurcation is consistent with aneurysmal sac contents in the presence of an endoleak. The yellow-tan tissue from the abluminal surface of trunk-f is consistent with the expected tissue response of the aorta at the landing zone with concurrent atherosclerotic disease. The small island of luminal tissue at the distal aspect of the clf consisted of a membrane of hypocellular collagen with a thin layer of fibrin (pseudointima). There was no evidence of inflammation or infection. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion the device fragments were examined for material disruptions with the aid of a stereomicroscope. No wear related material disruptions were identified. (B)(4).

Manufacturer narrative:
Additional aaa devices included in this report: pxc141400/05849212. Lot: (B)(4).

Event description:
On (B)(6) 2008, the patient was implanted with two gore excluder aaa endoprostheses (pxt231418/05801458, pxc141400/05849212) to treat an abdominal aortic aneurysm (aaa). On approx. (B)(6) 2015, the patient received an ultrasound and the aneurysm sac measured 4 cm. On (B)(6) 2015, it was reported that the patient presented to the emergency department with abdominal pain. The patient was transported to st. Vincent's hospital and received an emergent open repair, both endoprostheses were explanted. It was reported that the patient had a type ii endoleak and a possible type I endoleak. No additional information was reported at this time.